Manufacturer narrative:
The device is still in service and will not be returned at this time. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this electrode had migrated the same day that it was implanted using a two incision technique. A revision procedure was required to correct the tip placement using the three incision technique. No additional adverse patient effects were reported.